Event description:
It was reported that a malfunction alarm occurred. The pump was unable to be reset as the malfunction alarm recurred.the customer continued to use the pump for insulin therapy and has manual injections if needed. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.